Event description:
Sorin group received a report that the flow of the scp was fluctuating. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6) USA. This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. The device was returned to sorin group (B)(4) for evaluation. The unit was tested at various rotational speeds for approximately 100 hours and no deviations or issues were seen. The problem reported could not be confirmed. Without the ability to reproduce the issue, no root cause could be determined. No further action is deemed necessary.